Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvilace to w/halo needle was reported to be used/implanted during this procedure.